Manufacturer narrative:
The devices were not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided by the facility and the following was observed: two (2) struts appeared to be bent outwards at outflow side on crimped valve. The reported event was confirmed based on imagery. A review of the lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, it was tried to remove the delivery system within the esheath unsuccessfully, and a valve strut was noted to be bent outwards when attempting to pull back. Difficulty was encountered to withdraw the delivery system with crimped valve, so additional manipulation was applied. If excessive force was applied to manipulate the device, it can lead to the crimped valve interacting with the sheath and resulted in the valve caught on the sheath and strut damage at outflow side. Per training manual withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintain guidewire position. As such, available information suggests that procedural factors (excessive manipulation, withdrawal of crimped valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported through edwards lifesciences affiliate in canada, regarding an implant of a 29mm sapien 3 valve in aortic position by left subclavian approach. The esheath was inserted without issues. During the advance of the commander delivery system and valve through the sheath, resistance was felt at a turn in subclavian. Additional push force resulted in the kink of the esheath, wire and delivery system. Withdrawal difficulties were encountered and a valve strut was noted to be bent outwards and the esheath was split. It was observed by fluoro that the delivery system exited the esheath in the subclavian artery. Further maneuvers to remove valve and delivery system resulted in ruptured of left subclavian artery. The devices were fully removed and patient was moved to surgical vascular repair of left subclavian. However, the bleeding was not able to be controlled and patient went into pulseless electrical activity with no blood pressure. The patient was not a candidate for a surgical sternotomy or ECMO, so it was decided to stop and patient passed away.